Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the recommended programming changes were made and the issue was resolved.

Event description:
It was reported that an alert for oversensing was observed. Review of session records noted myopotentials resulting in oversensing and pacing inhibition. Programming changes were recommended. There were no adverse consequences to the patient.